Event description:
It was reported that the box was opened, pulled out the package and the nurse noticed a small hair in the sterile package. As a result the package was not opened and we're returning it. We had another drill bit so there were no further issues.

Event description:
It was reported that the box was opened, pulled out the package and the nurse noticed a small hair in the sterile package. As a result the package was not opened and we're returning it. We had another drill bit so there were no further issues.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event (¿small hair in the sterile package¿) was confirmed. A review of the DHR revealed no discrepancies. The reported event was confirmed. Sealing and tyvek paper are still intact. Thus, the pollution must have occurred during the packaging process at the manufacturer, which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process. However, the found hair has to be classified as a non-conformance. A nonconformance had been initiated for root cause investigation in a similar case. The manufacturing date of the affected product pre-dates the corrective action which resulted out of the nonconformance. Thus, no further action is required in this case.